Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) since (B)(6) 2025 was hospitalized (intensive care unit) due to an infection caused by not covering her pd catheter (not a (B)(6) product). Subsequent attempts to obtain additional clinical information (i.e., discharge summary, patient demographics, past medical history, medication records, hospital records) were unsuccessful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).